Event description:
After implantation of bard's 3d max mesh with anchors attached to the cooper's ligament, I suffered pain and swelling leading to bowel and bladder restrictions. Within 6 months I was diagnosed with copd, pericarditis and chronic anal fissures to name some of the more serious complications. A year and a half and (B)(6) in medical expenses it was determined that davol's protocol of cts and laparoscopic exploratory surgeries were ineffective in diagnosing complications with the anchors at the cooper's ligament. My surgeon repeated cts and exploratory surgeries before x-rays were taken that show the anchors were forming a v at the cooper's ligament when I moved. I had a desperate need for copd medication for a year, on anti-virals and anti-biotics for months and required anal fissure repair. When the surgeon removed the anchors, not only did it relieve the pain and swelling but it also cured my copd! The pain and suffering were intense and the emotional trauma when the doctors could not figure out why I was sick. Providence health system had an independent audit of my medical record completed that shows their surgeon followed protocol and that davol's bard 3d max mesh protocol addressed issues at the patch site but in no way explores complications caused by the anchors at the coopers ligament. Had it not been for a pain specialist trained at (B)(6) I would still be taking copd and living the life of a severe copd sufferer. It was horrible living every day as if I was dying. Copd and pericarditis are not easy to live with.